Event description:
The manufacturer received information alleging a ventilator was alarming. The device was not in patient use. The ventilator was returned to the third-party service center for evaluation and the customer¿s complaint was confirmed. The device's system board needs to be replaced to address the issue.

Manufacturer narrative:
H3 other text : third party service center.